Manufacturer narrative:
Exemption number e2019001. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Device code 2017: against resistancena.

Event description:
It was reported that the procedure was performed to treat a lesion in the heavily calcified mid right coronary artery. A 4x12mm nc trek balloon dilatation catheter (bdc) became stuck during advancement and removal with an unspecified guide wire. Force was applied to remove the bdc, but the devices were removed together. An unspecified balloon was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Visual, dimensional and functional inspections were performed on the returned device. The reported complaints were not confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. It was reported that the nc trek over the wire (otw) bdc became stuck during advancement and removal with an unspecified guide wire. Force was applied to remove the bdc, but the devices were removed together. It should be noted that the coronary dilatation catheters (cdc), nc trek otw, global instructions for use state: if resistance is felt, determine the cause before proceeding. Continuing to advance or retract the catheter while under resistance may result in damage to the vessels and / or damage / separation of the catheter. The investigation was unable to determine a conclusive cause for the reported difficulties. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.